Manufacturer narrative:
Details of complaint: the customer reported that 4 devices were displaying comm loss at the central nurse's station (cns). The customer also reported that vitals came across for about 20 seconds, then dropped out for about 5 seconds, and then came back again. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: as the reported device was not returned for evaluation and no additional information regarding a resolution was provided, a root cause cannot be determined. Nihon kohden technical support (nk ts) advised the customer to check their antenna system in the hallway, try a different transmitter, or swap org receiver cards. The customer did not report any further issues relating to signal loss with the reported device. As such, it is unlikely that the transmitter or the receiver card were malfunctioning. It is likely that the antenna system in the area in question was not powered on. As no further issues were reported, the issue of signal loss has likely been addressed by the customer.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for 4 devices.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for 4 devices. The customer also reported that vitals come across for about 20 seconds, and then drop out for about 5, and then come back on line again. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for 4 devices.